Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The analyst noted that elective replacement indicator (eri) due to high battery impedance was recorded prior to explant. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device reached end of life (eol) and premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).